Manufacturer narrative:
Based on the results produced during the investigation, the troponin t hs results were determined to be true-positive results and the patient seemed to have baseline elevated troponin t values. The investigation did not identify a product problem.

Event description:
We received an allegation of questionable high troponin t hs elecsys results from four samples from 1 patient tested on the customer's cobas e 801 analytical unit and an unspecified cobas e 601; these results allegedly did not correspond to the patient's clinical condition and may have caused the patient to undergo a coronary angiogram. On (B)(6) 2023, the patient reportedly went to the hospital for a physical examination where myocardial markers were routinely checked. The initial troponin t hs result of the first patient sample from the e 801 was reportedly 130 pg/ml. The patient reportedly went to the emergency department in the afternoon. The troponin t hs result of the second patient sample from the e 601 was reportedly 103.6 pg/ml. On (B)(6) 2023, the patient reportedly went to the emergency department for a recheck. The troponin t hs result of the third patient sample from the e 601 was reportedly 108.5 pg/ml. On (B)(6) 2023, the patient reportedly went to the hospital's department of cardiology. The troponin t hs result of the fourth patient sample from the e 801 was reportedly 127 pg/ml. The patient reportedly had no symptoms of myocardial ischemia or chest pain. The customer reportedly deemed the troponin t hs results inaccurate and sent the initial sample from (B)(6) 2023 to another facility for testing with the troponin I assay. The result from competitor method 1 was reportedly 12 pg/ml (negative). The result from competitor method 2 was reportedly 2 (negative). The unit of measurement was not provided. Due to the customer's elevated troponin t hs results, the patient was allegedly seen at another hospital and the doctor reportedly performed a coronary angiogram. The results from the coronary angiogram were not provided. The customer suspects an interference affecting the troponin t hs results. The patient's current condition was reported to be normal. This MDR is being submitted with an abundance of caution.

Manufacturer narrative:
The serial number of the customer's cobas e 801 analytical unit is 22b2-10. The serial number of the e 601 was requested but not provided. Competitor method 1 is vitros 5600. Competitor method 2 is siemens. The customer performed a polyethylene glycol (peg) precipitation experiment using the patient sample. The results suggest the presence of macromolecular substances interfering with the test results; the recovery rate of the control sample was normal. Sample material from the patient was submitted for investigation. The investigation was able to reproduce the customer's troponin t hs results. The sample was tested on an e801 module at the investigation site with a result of 132 pg/ml. The sample was investigated further and the presence of heterophilic antibodies was excluded by treatment with a heterophilic blocking tube (hbt). The investigation performed peg precipitation tests. Based on the results from peg testing, the investigation could not fully exclude a high molecular weight interference including the presence of macro troponin. The patient sample was measured with both the troponin t 18-minute application and the stat application; the results do not indicate an igg/igm interference. The investigation performed a dilution series. The results suggest a possible interference that could not be identified with the available methods. Based on the results produced, the investigation determined the troponin t hs results were consistent with being true-positive results and the patient seemed to have baseline elevated troponin t values. The investigation is ongoing.